Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue at this time. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) and failure to adhere or bond was due to challenging patient anatomy. The reported patient effect of mitral valve injury (tissue damage) was due to fragile leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip delivery system remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The first clip (cds 60818u182), was advanced to the mitral valve. There was difficulty grasping due to the anatomy, the leaflet was able to be grasped on the third grasping attempt. The clip was implanted, reducing mr to an unspecified grade. However, the clip, detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr returned to an unspecified grade. A cleft was suspected. A second clip was implanted to stabilize the slda clip and to further reduce the mr to 2-3. No additional treatment is planned for the patient. No additional information was provided.